Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
The following was performed by technician of the maquet failure analysis and testing (fat) department wayne, the failure analysis and testing department received the following part associated with this complaint: asco drive manifold assy this part was received with a reported unit failure message of autofill failure. Performed visual inspection of this part received and part looks to be in good condition. Installed drive manifold assy, into the cardiosave test fixture and tested to the cardiosave service manual.performed all functional tests and passed. Also passed all manifold tests. The fat dept. Could not verify the failure message of autofill failure. Drive manifold assy, passed testing. Cardiosave test fixture worked correctly. Retaining drive manifold assy, in the fat dept. Per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had autofill failures. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 ( investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and confirmed autofill failures and low vacuum alarms. Replaced drive manifold assembly. Cardiosave iabp pm services completed, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. There was no patient involvement and no harm reported.

Manufacturer narrative:
It was reported that during pm done by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a issue of autofill failures. The repair has not been completed! Still awaiting parts. No further information available. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.